Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a planned (non-emergency) neurovascular procedure which was completed by moving the patient to another room. A philips field service engineer (fse) went onsite and determined that the system had a boot-up issue due to software corruption caused by a power supply malfunction on the customer's side as well as the system's power supply (pdu). During troubleshooting, the operating system, application, and backup are reloaded onto azurion and iw equipment. In addition, to resolve the power supply issue, the pdu control module was replaced. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot back up after a power outage. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.